Manufacturer narrative:
G4:25jan2021. B4:25jan2021. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance and confirmed the flow sensor assembly required replacement. The fse replaced the flow sensor assembly and the device passed all testing successfully. The device remains at the customer site and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
It was reported to philips that the device is not staying in standby. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) will be dispatched to the customer site to provide additional assistance.